Event description:
The patient received two pns leads as part of her system (off-label). It was reported that one of the patient's pns leads is causing her pain when stimulation is turned on. It was reported surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.